Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml 5 tubes were missing label information. The following information was provided by the initial reporter: the laboratory uses tube bactec mgit 7ml with batch number 0239375 (article number: 245122), and the five tubes have no label information.

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0239375 was satisfactory per internal procedures. Filling, labeling and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for labeling. Retention samples from batch 0239375 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All retention tubes had one tube label that had legible batch information and a scannable barcode. No return samples were received to assist with the investigation. One photo was received to assist with the investigation. The photo shows six tubes where five tubes are missing the label. One of the tubes has a label verifying batch 0239375. This complaint can be confirmed. Based on the low defect level, there are no actions planned at this time. Bd will continue to trend complaints for labeling.

Event description:
It was reported that prior to use with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml 5 tubes were missing label information. The following information was provided by the initial reporter: the laboratory uses tube bactec mgit 7ml with batch number 0239375 (article number: 245122), and the five tubes have no label information.